Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal as the pipeline flex braid was found to be fully opened and no damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline failed to open. According to customer feedback, after the stent catheter p27 was in place at m2, the stent was delivered and opened at the straight section of m1. After p27 was withdrawn about 8mm, the stent did not open. It was then pulled to the end of the internal carotid artery and still did not open. It was then retrieved as a whole and failed to open after repeated attempts, so another one was replaced to deploy and open. The pipeline was prepared as indicated in the instructions of use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the c6 segment. The max diameter was 7mm and the neck diameter was 5mm. The distal landing zone was 4.8mm and the proximal landing zone was 5.1mm. Vessel tortuosity was moderate. Post procedure angiographic result was obvious retention of contrast agent in the aneurysm. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Event description:
Additional information received reported that the tip end of the pipeline failed to open. The pipeline had not been placed in a bend when it failed to open. Repeated retrieving later caused the tip end to wear out, so it was replaced directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.